Manufacturer narrative:
The technician found the front brake casters are stripped. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc and replaced when necessary. Examine the brakes to see whether the bed moves when the brake are set. Replace as necessary. The technician replaced the front brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the front brake casters are not locking. No pt injury reported.